Event description:
It is reported that the pt's insulin pump is reading highly differentiated blood glucose and sensor glucose readings. The pt's blood glucose level was 150mg/dl, but the sensor reads 50mg/dl, and sent the pump into threshold suspend. Troubleshooting was conducted. Device is not being returned. No further info available.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of out knowledge.